Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 1050 mg/dl. Reportedly, the customer gave a bolus via the pump and manual injection to address bg level and went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 2 to 3 days later, "exact date unknown" with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown.